Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -9.5/0.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens was replaced on (B)(6) 2024 with a different toric, shorter length lens and problem was resolved. Reportedly, implant the smaller size non-toric icl vertically and lower the vault. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).